Event description:
It was reported that 2 bd maxzero¿ needle-free valve experienced leakage. The following information was provided by the initial reporter, translated from japanese to english. During administration by use of phaseal IV set and maxzero, when the flow rate was increased, leakage occurred (there was no leakage occurring with the use of syringe).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxzero¿ needle-free valve experienced leakage. The following information was provided by the initial reporter, translated from japanese to english during administration by use of phaseal IV set and maxzero, when the flow rate was increased, leakage occurred (there was no leakage occurring with the use of syringe).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-dec-2022. H6: investigation summary: two mz1000 samples were received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22055955; no residual fluid was present in the device. The feedback provided by the customer indicates leakage was detected during infusion from the maxzero device in connection with a phaseal IV set. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any obvious defects or manufacturing issues which could have caused or contributed to the reported leakage. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and flushing with fluid; no leakage was detected. The samples were then subjected to pressure testing; again, no leakage was detected from the maxzero components throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055955 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be determined as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.